Event description:
Revision surgery due to shoulder dislocation occurred on (B)(6) 2019. Primary surgery happened on (B)(6) 2017. It was reported that the patient practiced an extreme activity in december 2018 which may have caused an initial disengagement of the l1 liner from the metal back glenoid. During the revision surgery, the liner appeared worn and was disconnected from the metal back glenoid. The following implants were replaced: liner f. Met.back glen.small-r code #: 1377.50.005, lot #: 15at26w; neutral adaptor taper standard code #1330.15.270, lot #: 1608557; smr humeral head ø44 mm code #: 1322.09.440, lot #: 1605918. No other info received. Event occurred in new zealand.

Manufacturer narrative:
Check of the DHR: by checking the manufacturing charts of the lots involved, no anomaly was found on the products placed on the market, meaning that they had no pre-existing anomaly. No additional complaints related to dislocation involving lot# 15at26w have been received by lima corporate. Explants analysis: explants not available to be returned to lima corporate for further analysis. X-rays analysis: x-rays not available for further analysis. Based on the very few info received, we can conclude that this event was likely related to the extreme activity of the patient just some months before the revision surgery's date that led to failure of the prosthesis. Event not product related. Pms data: according to our pms data, revision rate related to loosening/dislocation of a total anatomic smr is 0.49%. Most of these events reported are related to patient condition or surgical factor. According to the complaints investigated, none of the events reported was product related. No specific corrective action for this case. Lima corporate will continue monitoring the market to promptly detect any future similar issue.

Manufacturer narrative:
By checking the manufacturing charts of the involved lot#s no pre - existing anomalies were found. We will submit a final report once the investigation will be concluded.

Event description:
Revision surgery due to shoulder dislocation occurred on (B)(6) 2019. Primary surgery happened on (B)(6) 2017. It is reported that the patient practiced an extreme activity in (B)(6) 2018 which may have caused the initial disengagement of the l1 liner from the metal back. During the revision surgery, the liner appeared worn and was disconnected from the metal back. The following implants were replaced: liner f. Met.back glen.small-r code # 1377.50.005, lot # 15at26w, neutral adaptor taper standard code # 1330.15.270, lot # 1608557, smr humeral head ø44 mm code # 1322.09.440, lot # 1605918. Event occurred in (B)(6).